Event description:
It was reported that during an ovarian resection procedure, the balloon could not be expanded with air at the check before being used on the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.